Event description:
It was reported the device system was removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.